Event description:
During a remote follow up, oversensing and undersensing was observed on the device. It was suspected the device had been implanted in a poor position and has moved due to twiddler's syndrome. Technical support was contacted and recommended reprogramming. Reprogramming was performed to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.